Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false detection of a loaded set, which was reproduced. During evaluation, a set was loaded into guide point 2 only, with the unit showing that guide points 3 and 4 had also been loaded. Further evaluation found dried fluid residue between the tubing guide and tubing guide pressure plate causing the reported symptom. The downstream tubing guide was replaced and the residue was removed from the device to correct this condition. See scanned page.

Event description:
It was reported that a spectrum pump had an error with "load 3 and 4." During baxter's evaluation, the device falsely detected a loaded set. There was no patient involvement.